Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.